Event description:
It was reported that, "dr. Was implanting reliance stem w unitrax sleeve and unitrax head. Stem was cemented in and sleeve and head were impacted on the stem. Reduction was attempted and the doctor said the head disassociated from the sleeve. We were not present for the case, so, I suggested over the phone that they convert to a bipolar."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.